Manufacturer narrative:
An evaluation was performed by smith and nephew and could confirm the customer complaint for the ball joint starts flexing on application of traction. This device was manufactured in 2009. A visual inspection was performed and showed the orange tightening knob is broken and the bellow is torn from the ball joint. This damage is caused by wear from use. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that the ball joint starts flexing on application of traction, making it not possible to distract a tight hip. There was no back up device available. No patient injuries reported.